Event description:
Customer reported an overinfusion occurred. An entire bag of medication infused to the pt in 30 minutes instead of a slow rate drip. Rn hung a 25,000 unit bag of heparin IV on a pt at 5.5ml/hr at 1800. At 1830, the pump beeped for all and the bag was found empty. Pump stated total infused volume was 2.3ml. Pt required labs (hep level) and received protamine 30. An act level was 263 after the protamine. Customer stated no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation result should the device be received for evaluation.